Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified insertion issue was reported with the abbott diabetes care (adc) device. Customer¿s adc sensor needle reportedly remained stuck in the sensor after application. Symptoms experienced by the customer were unknown. Customer treated themselves by removing the sensor from the arm. There was no report of death or permanent impairment associated with this event.